Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had error codes xb0074 and kb0024. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the bd cpu (breath delivery) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.